Event description:
It was reported by the rep that the device was used during a hemorroidectomy. It was reported the surgeon used the cs151 on the hemorrhoids. The sc151 performed properly and there were no problems in the case. When talkin to the surgeon, he mentioned that the pt from this case went to the emergency room for bleeding and was given a transfusion. When the pt went to the ER, it was a week after the procedure. He was given two units in the transfusion.